Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a central line associated blood stream infection (clabsi) which was reported to be due to a one-link neutral luer activated device (no further detail was provided). The patient was admitted to the hospital to undergo a procedure for another indication. Three days after being admitted to the hospital a PICC line (peripherally inserted central catheter) was placed at bedside. Five days later, the patient became febrile. On an unreported date, the patient began treatment for the clabsi with unspecified (reported as ¿appropriate¿) antibiotics (doses, frequencies, and routes were not reported). No further detail was provided regarding the patient¿s outcome from the event. No additional information is available.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A product use review was conducted with the hospital by baxter clinical services. The assessment revealed that scrubbing (antiseptic) of the device was not performed according to the package label instructions. It was stated in the assessment result, that ¿no scrubbing was performed when the device was removed from the packaging and in between multiple syringe accesses¿. Upon further review, it was determined that the reported condition of ¿central line associated blood stream infection (clabsi)¿ was due to use error and therefore, not a manufacturing related issue. Should additional relevant information become available, a supplemental report will be submitted.